Event description:
It was reported while using bd bbl¿ mgit¿ mycobacteria growth indicator tubes, 7 ml, there was a false negative result. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 3201950 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation, filling, and autoclaving processes were within specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 3201950 were not available for inspection. There were no photos or return samples to assist with the investigation. This complaint cannot be confirmed. Bd will continue to trend complaints for performance. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.